Manufacturer narrative:
The customer declined repairs and the unit was shipped back to the customer unrepaired, with a note stating: "do not use!"

Event description:
It was reported to carefusion that the unit had a defective power supply cable that sparks at the monitor connection. The customer reported that this occurred during a preventative maintenance service so there was no patient involvement.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion checked the power supply for damage and tested the unit with another power supply. The power supply cable was damaged; the cable insulation was defective and created a short circuit. The power supply was replaced in order to resolve the reported issue.

Event description:
It was reported to carefusion that the unit had a defective power supply cable that sparks at the monitor connection. It is unknown if there was any patient involvement associated with this complaint.